Event description:
It was reported that the pc displayed the message "replace generator, the generator has reached the end of service". As a result, patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3-date of event is estimated.

Event description:
Additional report received indicated patient underwent surgical intervention where the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.